Manufacturer narrative:
Eval, method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2008, this pt was implanted with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. The aneurysm measurement at that time was 5.8 cm. On (B)(6)2009, CT showed a proximal type I endoleak. Aneurysm sac size was 6.6 cm. On (B)(6), 2009, an aortic extender component was implanted. The endoleak was resolved. The pt tolerated the procedure. According to the gore excluder aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak and aneurysm enlargement. The review of the mfg paperwork verified that this lot met all pre-release specifications. The physician did not request a response.